Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna. Guide cath: terumo finecross microcatheter. Evaluation summary: the returned balloon had loose folds. There were no kinks noted. There was a bend in the hypotube shaft. There was no other damage noted to the balloon catheter. Using a new .014 inch guide wire, back loaded the guide wire through the distal shaft and there was no resistance noted. There was no collapsed inner member. Attempted to pressurize the balloon when fluid leaked out of a longitudinal rupture proximal to the distal marker band for a length of 1.5 mm. There were scratches on the balloon on the distal end of the rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported that the mini trek catheter was not used to treat a lesion but was inflated to trap and remove a part of a micro catheter. The instructions for use states that the mini trek is intended to treat coronary stenosis. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the micro catheter such that the balloon ruptured upon the first inflation at 12 atmospheres which is below the rbp. The analysis also revealed a bend in the hypotube; however, this damage was not originally reported in the case description and likely occurred from further handling after the procedure as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported incident. Analysis of the returned balloon confirmed the rupture. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the micro catheter such that the balloon ruptured upon inflation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the mildly calcified proximal left anterior descending artery for treatment of a de novo lesion, a "trapping balloon" technique was being performed using a 2.0x15 rx trek dilatation catheter. The catheter was being used to remove a non-abbott microcatheter; however, the balloon ruptured at 12 atmospheres during the first inflation inside the microcatheter. A non-abbott balloon also ruptured when attempting the same technique. Reportedly, the microcatheter collapsed. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.